Event description:
Additional information was received from the area representative indicating the he received the handheld computer from the physician. The area representative recharged the handheld and rebooted the device. After the unit was completely charged, the area representative was able to perform diagnostics and noted the unit was working appropriately.

Event description:
It was reported by a company representative that a physician's handheld computer needed to be returned to the manufacturer for service, due to unknown reason. At the moment good faith attempts to obtain further information regarding the event, have been unsuccessful to date.